Event description:
A healthcare professional reported that during implant placement, a long driver instrument fractured after the implant was placed on the bone; the small retention part that grips the implant fractured inside the implant and this caused the implant to have to be removed from tooth number 29. Right after the implant was removed another spare implant of the same size was placed immediately. It was reported that the healthcare provider did not observe any patient symptoms or permanent injury, and no additional procedures were performed. It was reported that at the time of the surgical procedure the patient's bone quality was type I with good oral hygiene.

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. The healthcare professional does not know the lot number for the driver used, therefore additional product information is unknown. If the information becomes available a supplemental report will be submitted with product information. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
The device was not returned, the investigation has been completed and the results are as follows: DHR results no DHR was reviewed as there was no serial number provided. Stock product reviewed results no stock product was reviewed as there was no serial number provided. Investigation methods/results the reported device was not returned. An implant was returned and verified to be a glidewell ht implant ø3.5 x 10 mm (70-1189-imp0005) using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). There was no defect or non-conformity observed, and the threads were intact. Matter was observed in the treading of the implant. The complaint could be verified based on the returned part and cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause description IFU 012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the contraindications section: "glidewell ht implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space" IFU 012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the surgical procedures under the precaution section: "implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the adverse effects section: "the abutment screw has fractured due to application of excessive torque." IFU 012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the warnings section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Manufacturer reference: (B)(4).